Event description:
Screwdriver was received with tip broken off. We were not able to get any information on how this happened or if there was an effect on the patient so we are filing this MDR out of caution.